Event description:
Procedure type: inguinal hernia repair. According to the reporter: the staples did not form properly. Surgeon changed his technique to complete the procedure. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Nothing fell in the surgical cavity. Patient current status reported as adequate. The device will be returned for evaluation. Additional information. Was the original, malformed staple line cut out after the surgeon reapplied staples? The surgeon had to perform a laparotomy, since he was previously making an inguinal incision. He had to redo the resection and the intestine re-anastomosis, so there was indeed loss of tissues. He performed this procedure with other staplers.

Manufacturer narrative:
(B)(4).